Event description:
General report received of an unspecified number of undocumented incidents of clave secondary ports remaining in the depressed position. On unspecified dates, the primary tubing sets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. After unspecified lengths of time, male adapter of needleless valve connectors were connected to unspecified secondary tubing sets and were then connected to the clave secondary port on the cassette of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. After unspecified lengths of time after the piggyback deliveries were started, it was reported that the pumps alarmed for unspecified alarms. At these times, the customer contact reported that the nurses disconnected the needleless valve connectors from the clave secondary ports and the silicone sleeve of the clave secondary ports remained in the depressed position. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. During the investigation, no possible causes for the customer reported silicone sleeve of clave port remained in depressed position were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.